Event description:
A customer contacted baxter's technical service center reporting a system error 2068 during fill 2 of 4 on the home choice (hc) where the home patient (hp) had already cycled the power off and then started over with the same supplies. The technical service representative (tsr) explained the alarm and that she would need to start over with all new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2068 and reusing of the same supplies. Per the hp, she was able to resume therapy on the cycler when she started over with new supplies. Ps advised the hp if an alarm is not resolved, all of the supplies should be changed out and not reused. The hp understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error- reuse of single use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation, the patient cycled the power off and then started over with the same supplies, which is a use error/poor aseptic technique. A labeling review found the labeling to be adequate for the use/user error identified in this incident.